Event description:
It was reported that "the reflex hybrid removal driver and the inner draw rod broke off in the screw while trying to remove the screw."

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the device was confirmed to be a reflex hybrid revision driver inner shaft screw extractor per the correspondence. It was reported that while using the reflex hybrid removal driver, the inner draw rod broke off in the screw while trying to remove the screw. No surgical delay or adverse consequences to the patient were reported. The instrument fracture is likely a result of user-error related. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft. Excessive tightening could also result in the deformation of the instrument distal tip. It is likely that a user error led to the breakage. However, insufficient information was provided in to determine the actual cause of the reported event. Conclusion: the instrument fracture is likely the result of user-error related, caused by pivoting/angulation of the instrument or excessive tightening. However, the exact cause of the breakage cannot be determined and is likely multifactorial.

Event description:
It was reported that "the reflex hybrid removal driver and the inner draw rod broke off in the screw while trying to remove the screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.